Event description:
Using a cross action brush head and a piece of metal came off in mouth...metal post inside kept poking out the top - oral-b [device breakage]. Case narrative: adult consumer via phone stated that they were using an oral-b cross action toothbrush head and a piece of metal came off in their mouth. The metal post inside kept poking out the top. No injury was reported. 26-oct-2023 follow up via e-mail: the consumer used the device to brush his teeth. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.